Event description:
It was reported that during percutaneous coronary intervention, a stent dislodgement occurred. Vascular access was obtained via femoral artery. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous mid right coronary artery. A 4.00x16mm promus element plus drug eluting stent was advanced to the target lesion but could not cross so the physician "pushed it really hard." As the physician was removing the stent delivery device, the stent dislodged and embolized. They tried to retrieve the stent but failed, so the patient was sent to surgery to remove the stent. No further patient complications were reported and the patient status is stable and fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).